Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt had "stomach stimulation" when she bent down or used the bathroom that started a "few" days ago. Two days later, the pt had pain in her stomach and "private parts," and back pain and swelling near the incision sites. The pt had fallen twice about a month ago. The pt saw her health care professional after the falls and nothing was wrong with the lead wire. Additional information has been requested, a follow-up report will be sent if additional information becomes available.